Manufacturer narrative:
Product analysis: shutdown behavior and errors could not be reproduced, but multiple software errors were found in the error log. The errors were attributed to peripheral connections issues. The battery was found to be unable to charge. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and the device passed all final functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer intermittently shut down during patient checks. It was further reported that the programmer intermittently presented error codes during patient checks. The programmer was returned for service. No patient complications have been reported as a result of this event.